Event description:
The customer reported that soon after a blood transfusion was started, they experienced a leak from the needlefree valve. From the reported information, there are no indications of serious injury to the pt or user a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned as it was discarded by the customer. No failure investigation could be performed.